Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the pump does not work and does not upload. Customer's blood glucose was 587 mg/dl at the time of incident. Customer treated with injection. Troubleshooting advised customer how to set up a carelink account and on how to upload to carelink. Customer indicated that they will contact their doctor. Customer declined to troubleshoot their high blood glucose. No further details given.